Manufacturer narrative:
Supplemental report submitted to correct b2 and h1 based on additional clinical review. Updated h6: health effect - impact code.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the complaint site and the following observations were made: calcification presented on leaflet. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve calcification was confirmed from the imagery evaluation. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing edwards' technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported ''patient with a 29mm sapien 3 valve implanted in the aortic position for 3 years and 2 months, underwent a valve in valve procedure due to stenosis.'' Per imaging evaluation, calcification was observed on the leaflet. In this case, calcification may be manifested as thickened leaflet resulting in stenosis as report. As such, the exact cause of the calcification is unknown due to limited information, but it is likely due to patient factors. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve implanted in the aortic position for 3 years and 2 months, underwent a valve in valve procedure due to stenosis. During the procedure, the patient was prepped on the table under general anesthesia. After intubation and during sterile prep the patient deteriorated hemodynamically. Acls protocol was initiated and after approximately 10 minutes rosc (return of spontaneous circulation) was established. The perceived root cause of hemodynamic collapse is unknown at this time. The heart team finished prepping and quickly established arterial and venous access, including the esheath. During this time the 26mm s3u was prepped. The patient deteriorated hemodynamically again, acls protocol was reestablished. The patient was coded for approximately 40 more minutes, the heart team was simultaneously attempting to cross the previously placed thv (the patient had a failed 29mm s3 in the aortic position). The team was unable to cross the valve due to no cardiac contractility. The decision was made to call off the code. Rosc was never re-established, and the patient was asystole with no heart movement. The heart team was never able to position themselves to attempt to implant a new 26mm sapien 3 ultra valve. There was no noted damage to any edwards devices and no one reported any deficiencies to any edwards devices.